Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2016 / serial #: (B)(4), UDI #: asku. No, device evaluation anticipated, but not yet begun. Mfg date: 30-nov-2015. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2016 / serial #: (B)(4), UDI #: asku. No, device evaluation anticipated, but not yet begun. Mfg date: 30-nov-2015. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2016 / serial #: (B)(4), UDI #: asku. No, device evaluation anticipated, but not yet begun. Mfg date: 30-nov-2015. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2016 / serial #: (B)(4), UDI #: asku. No, device evaluation anticipated, but not yet begun. Mfg date: 30-nov-2015. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and four batteries exhibited power switching. While the patient had two batteries connected, one battery¿s indicator was suddenly totally off on the controller and the controller didn't switch to the second source right away. The patient heard the normal power connection beep and not the no power alarm. When the patient disconnected one battery, the power didn¿t switch to the second power source right away and made the controller stop although a no power alarm was not heard. Log file review indicated a power disconnect alarm associated with one battery. Less than a week later, the patient noted feeling dizzy when the controller went off. The patient only heard a small beep and not the no power alarm. When the patient disconnected the battery to replace it, the power did not switch to the other side. The controller and batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and four (4) batteries ((B)(6)) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of data log files did not reveal any premature power switching events within the analyzed period. Analysis of the data log files revealed several momentary disconnections that did not lead to premature power switching events involving (B)(6). A momentary disconnection will result in an audible tone or "beep". When a battery momentarily disconnects, the indicator lights on the controller will turn off; upon the battery¿s reconnection, the indicators will turn back on. Analysis of the controller log files did not reveal any losses of power to the controller within the analyzed period. Analysis of the alarm log files revealed one power disconnect alarm involving (B)(6). During the power disconnect alarm a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. As a result, the reported beeps and power disconnect events were confirmed. However, the reported power switching, loss of power, and "no power alarm sound" events could not be confirmed. A power source lubrication procedure was performed on (B)(6) 2018. While the product was not available for physical analysis, the most likely root cause of the reported "beeps" after lubrication can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Based on the available information, a possible root cause of the reported power disconnect alarm could be attributed, but not limited, to a battery malfunction. Additional products: d4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 131, 3213. H6: FDA conclusion code(s): 4307. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 4310. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.